Event description:
The hospital reported that during a coronary artery bypass procedure, the doctor was pulling the shunt lumen out of the artery when the white string, which was attached to the tab, separated from the shunt. After searching, they retrieved the tab and the white string through the original incision; however, the shunt lumen was not located. No replacement was used; the doctor continued with the procedure. The product will reportedly not be returned to maquet cardiovascular.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).